Event description:
User reports one patient with discrepant tsh, free t3, and free t4 results. Initial results: tsh, 0.13 uiu/ml, free t3, 0.8 pg/ml, free t4, 4.0 ng/ml. Repeat results: tsh, 1.48 uiu/ml, free t3, 3.0 pg/ml, free t4, 12.2 ng/ml. No information provided to determine if results were used to guide therapy. If additional information is received, appropriate notification will be provided.